Event description:
Infusion pump alarmed failure on channel b during pt use. The pump was reported to be infusing to a pt when the event occurred. Reportedly, the pump would not reset and the IV tubing was removed from channel b by the manual release. The IV tubing was loaded into a new pump and infusion was restarted within 2 minutes. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, pt injury, medical intervention, medication involved, or set up of the infusion device.